Event description:
Information was received from a trial patient with a neurostimulator. The patient stated that they were not seeing any improvement and have been unable to void on their own. The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury. No product issues were reported. No further complications were reported/are anticipated. Additional information was received from a trial patient on (B)(6) 2017 with an advanced evaluation that began on (B)(6) 2017. The patient stated that programs and stimulation adjustments were made according to protocol. It was unknown if the issue was resolved at the time of the report. Additional information was received from a trial patient on (B)(6) 2017. The patient stated that they have pain in their rectum. The stimulation was decreased for comfort. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.